Event description:
It was reported that during generator revision surgery due to normal battery depletion, the leads were found to have "cracked" screws. Full revision surgery of both the generator and leads was subsequently performed. Follow up with the hospital revealed that the explanted lead has already been discarded and is not available for return to the manufacturer. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.